Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient was seen on (B)(6).2019 for programming of the device and afterwards the mother noticed that the recipient did not hear anything with the device. The recipient would like to be re-implanted but no date has been scheduled yet.

Event description:
The recipient was seen on (B)(6) 2019 for programming of the device and afterwards the mother noticed that the recipient did not hear anything with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6) 2019 for programming of the device and afterwards the mother noticed that the user did not hear anything. In situ testing showed a possible device malfunction.